Event description:
Phaco machine would not calibrate. At this time micro fragmnets of the needle tip noted in anterior chamber of patients eye. All were removed and no injury or adverse effect to the patient. Our outine for cleaning is to return the needle in handpiece to cs for cleaning. Here the instrument has the needle removed with wrench provided, flushed, instrument detergent used, dried, wrapped separtely and steam sterilized. Needle used 25 times. On follow up the company verbally recommends usage limit 10 times. This is not written.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.